Event description:
Additional information was obtained, revealing that the ipg was replaced via surgical intervention on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that two separate clinician programmers were unable to connect to the patient's ipg. Surgical intervention may take place in the future to address this issue.

Manufacturer narrative:
The reported observation of ipg not connecting with the clinician programmer was confirmed. The root cause of the observation was not ascertained. Based on the current test results there is a degradation in the bluetooth circuitry.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.